Event description:
It was reported that after completion of a knee arthroscopy using our dyonics 25 pump. When dr. Undraped patient he noticed patient was swollen (distended) from the vagina area to the top of her abdomen and that her foot was purple and no pulse in the foot. Surgeon gave patient lasix and the swelling and blood pressure started to drop and foot swelling started to go down. Dr. Stated they had the pump set at 100 and they went through 5 bags of fluid when normally they only use 2 and that there was very little on the floor. Additional information indicates the patient went home same day from surgery center. Pump was taken out of service.

Manufacturer narrative:
(B)(4).